Event description:
Patient came from home as a direct admit after IV tubing broke at the spiro connection. Patient is on a continuous blinatumomab infusion at home. Infusion resumed and no harm was noted to the patient. There have been several reports of this type of event.